Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport attached to a groshong catheter were returned for sample evaluation. One electronic photo was provided for review. A partial circumferential break was noted on the attached catheter approximately 3.9cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be granular throughout both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter while water exited the distal end. The photo shows one powerport attached to a groshong catheter, and a split was noted on the catheter. Therefore, the investigation is confirmed for the reported leak and identified fracture, wear and deformation issue. However, the investigation is unconfirmed for the reported catheter perforation issue as only the split was identified during the investigation. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years, one month, and eleven days post a port placement via the right internal jugular vein approach, the catheter was allegedly perforated. It was further reported the patient allegedly experienced pain and swelling. Furthermore, there was allegedly a slight contrast extravasation under computed tomography examination. Reportedly, the port was removed. The current status of the patient is unknown.

Event description:
It was reported that three years, one month, and eleven days post a port placement via the right internal jugular vein approach, the catheter was allegedly perforated. It was further reported the patient allegedly experienced pain and swelling. Furthermore, there was allegedly a slight contrast extravasation under computed tomography examination. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.